Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in superficial femoral artery. A 1.5mm x 20mm x 143cm coyote es balloon catheter was advanced for dilation. However, during first inflation at 8 atmospheres, the balloon ruptured. The device was removed and completed the procedure with another of the same device. There were no patient complications reported and the patient condition was good.

Manufacturer narrative:
Initial reporter city: (B)(6).